Event description:
It was reported that a dissection occurred. The target lesion was located in the left anterior descending artery (lca). A promus elite ous mr 38 x 3.00mm was deployed to treat the target lesion. Post deployment, the patient had chest pain and a type b dissection was observed at the proximal edge of the stent. Another promus stent was deployed overlapping to cover the dissection and successfully complete the procedure. The patient was stable post procedure and fully recovered.